Event description:
It was reported that stent damage occurred. A 14x90/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, during the procedure, the stent was hard to release and was stuck. It was noted that the stent was a bit out of shape. The procedure was completed and there were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. A 14x90/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, during the procedure, the stent was hard to release and was stuck. It was noted that the stent was a bit out of shape. The procedure was completed and there were no patient complications reported and the patient was stable. It was further reported that the target lesion was mildly tortuous with 90% stenosis.